Manufacturer narrative:
(B)(4). Additional investigation summary: a detached needle and needle-suture piece of product code ep8740, lot mkr840 were returned for analysis. The product code is double armed. It reported that the device had a pull off - suture needle issue. An empty opened folder, one detached needle and needle-suture piece of product code ep8740, lot mkr840 were returned for analysis. The product code is double armed. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected, but slightly marks appears to be by use of surgical instrument could be found on the body needle. Also, the needle-suture piece was examined, the swage and attachment area were noted to be as expected; however, the end suture was cut. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition,the assignable cause of pull off suture needle, suggest an improper handling of the sample. One empty opened box and fourteen unopened samples of product code ep8740, lot mkr840 were returned for analysis. The product code is double armed. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent an open coronary artery bypass graft procedure on (B)(6) 2019 and suture was used. The needle was detached from the suture during vascular anastomosis for the lit-lad by continuous suture. Another like device was used to complete the procedure. The procedure time was extended within 30 minutes. There were no patient consequences were reported.